Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented in clinic for scheduled device upgrade. Upon review, the right atrial lead had multiple noise episodes along with undersensing which led unnecessary atrial pacing. Programming change was made. During the attempt to sense intrinsic activity, the lead had no p-wave and no atrial activity was sensed. Programming change was made. The lead was capped and replaced on (B)(6) 2019. The patient was stable.